Event description:
The manufacturer received information from the patient's wife stating that her husband patient passed away. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.